Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, our technician confirmed that the insertion flexible tube buckled, the objective lens dusty, the objective lens leak, the distal body worn out, the insertion flexible tube lump/wave, the bending rubber discolored, the water nozzle missing glue, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the air nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report ""hr-rpt-0585(nozzle)""and/or the risk analysis results, it was evaluated to submit mda.